Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; the pump failure reported by the customer was reproduced. There was no air flow from the device. The endoscope detection was defective. The xenon lamp did not reach the required light intensity and had also exceeded the maximum runtime. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the insufflation pump was defective and did not work temporarily. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the buttons on the front panel did not work. (B)(4) guessed that the phenomenon was caused by the defect of the front board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No defects were identified by olympus device inspection other than those reported in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the operation abnormality of the front panel and endoscope detection abnormality were caused by aged deterioration due to long-term use. If significant additional information is received, this report will be supplemented.